Event description:
Report received that indicates "in 2000, the rn hooked up the cord to a pca pump and the cord automatically triggered doses to the pt without pt pushing the button. The lockout interval of ten minutes was active so the pt only received appropriate dosing, but not from the patient's control". It was reported that there was a "suspected short" in the white pca cable so it was forwarded to biomedical engineering department. The customer reported that from the printed pump history, the pt was receiving morphine sulfate, concentration of 1mg/ml, pca dose of 1mg available every ten minutes. The pt did not experience any adverse effects. The pt has subsequently been discharged home. Information regarding pt age and weight was requested, but no information was provided.